Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up on 11-aug-2020 to ensure the products resolved the initial concern - able to establish contact with customer and stated she is no longer thi products. Customer is now using competitor's ketone test strips.

Event description:
Consumer reported complaint for no change trace results on ketone strips. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 09/13/2021 and open vial date is undisclosed.